Event description:
A minimum fill notification was reported by the caller, indicating an issue with insulin filling. There was no adverse impact to the customer's blood glucose level. The customer attempted to resolve the issue by loading a new cartridge, but this did not fix the problem, leading to a decision to replace the pump. Technical support provided instructions on adding insulin and sending back the problematic pump. The customer was sent a replacement pump with updated software, understood how to prepare the old pump for return, and was advised on programming and connecting their continuous glucose monitor to the new pump. Customer reverted to an alternative method of insulin therapy.